Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Hyperglycemia began following a supply change. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure along the fluid pathway of the disposable components during and/or after the supply change, resulting in ineffective insulin delivery. The user's failure to have backup supplies and follow the ketone action plan contributed to the severity of the event.

Event description:
On 8/8/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 8/6/24. On 8/27/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024 the user changed out their supplies before going on an all-day deep sea fishing trip. Later that day, the user felt very ill and began vomiting, which they initially attributed to being out at sea. Their dexcom continuous glucose monitor (cgm) was reading "high," indicating bg levels over 400 mg/dl, but the user did not realize this due to being unable to hear alerts while at sea. Upon returning home, the user went to bed but continued to feel unwell, prompting their daughter to call emts the following morning. The user's bg was found to be 920 mg/dl, and they were admitted to the hospital on (B)(6) 2024 and were released on (B)(6) 2024. During the hospital stay, the user received an IV insulin drip. Immediate health effects included dizziness, nausea, and dka.